Event description:
Subsequent to the 30-day initial medwatch report, the following information was received: mitral regurgitation (mr) increased to 4 after the single leaflet device attachment (slda). Per the physician, the mitraclip did not cause or contribute to the patient's mortality. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of death, dyspnea and mitral regurgitation(mr) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medial affairs director, who stated that the death was not directly related to the device, but it is likely that single leaflet device attachment (slda) and recurrent mr led to a worsened clinical condition. Due to the limited information, the relationship between slda and death cannot be determined but the site has excluded a relationship with the device. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The investigation was unable to determine a definitive cause for death. Mr and dyspnea are cascading effects/symptoms of slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. MFR site: contact name.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2019, one clip was successfully implanted reducing grade 4 degenerative mitral regurgitation (mr) to grade 2. On (B)(6) 2019, the patient was hospitalized due to dyspnea. Echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased. On (B)(6) 2019 the patient expired from unknown cause. No additional information was provided.